Event description:
Medtronic received a report that Pipelines failed to open. The patient was undergoing a flow-diverting stent implantation surgery for treatment of a saccular, unruptured aneurysm located on the right intracranial ophthalmic segment with a max diameter of 9.7mm and a 5.1mm neck diameter. The landing zone was 3.5mm distally, and 4.9mm proximally. The access vessel was the femoral artery with a 8.3mm vessel diameter. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (DAPT) was administered and the PRU level was stated to be at a normal level. Angiographic result post procedure was considered good. It was reported that a PED2-500-16 flow-diverting stent was prepped by flipping the small wings and hydrating it fully, then advanced into a Phenom27 microcatheter. During deployment, the stent failed to open. After multiple attempts of trying to open the stent the operator observed that the stent tip was rough and flattened.  Therefore, due to safety concerns the stent was retrieved and the Phenom 27 was removed. It was replaced with a new phenom 27 and a 7, a PED2-475-20 was selected. Upon deployment the second stent still failed to open. Dif ferent maneuvers were done like push-pull, oscillation, and resheathing for re-deployment, the issue persisted. So the system was removed again. Lastly a 3rd attempt was made with a new Phenom 27 and  PED2-475-18, like the last two the wing were filled and hydrated during prep and advanced to the target location. The Pipeline still failed to open. After further push-pull, oscillation, and resheathing maneuvers, the operator observed that the stent tip was deformed and damaged. The device was then switched to Stryker Surpass Evolve500-17 and deployed successfully. The Pipelines were  not used for an indication that is not approved (off-label) and All devices were prepared as indicated in the IFU. No patient complications were associated with this events. Ancillary devices include a  Stryker 2 m micro-guidewire, Phenom27,  Stryker 6F115  guide catheter, Stryker 6F90 sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.